Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac arrest requiring intervention (impella pump) and the patient expired. It was reported that when they were in the left ventricle apex, the patient's blood pressure dropped. The physician thought that the patient was not tolerating anesthesia well because the pressure was "soft" and decided to stop the procedure. As the patient was coming out of anesthesia, the patient commented that he felt nauseous and possibly attempted to vomit. Soon after, the patient lost consciousness and coded. Manual chest compressions were done for 30 minutes, they put in an impella pump, and blood was transfused. The patient was then "semi-stable" and was taken to get a CT scan. The scan did show blood in the chest. The bwi representative was unsure as to whether all instruments were removed from the patient's chest, before manual compressions began for CPR. The patient did not make it through the night and expired. The physician¿s opinion is unknown at the time of the call. Additional information was received on 6-apr-2022. In the physician¿s opinion, the cause of death was the resistance when inserting a soundstar catheter which caused peritoneal bleed. Further details are being requested. The physician¿s opinion on the cause of this adverse event is that it was a combination of the procedure, as well as patient condition related. Medical intervention provided was tee, chest compressions, echo, and blood transfusion. The generator used was a smartablate generator kit with serial number (B)(4).